Event description:
It was reported that a spectrum pump displayed system error 107. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer report no: (B)(4). Baxter received and evaluated the device. Evaluation was unable to confirm or reproduce the reported system error 107, and was unable to determine component causality. The device was found out of specification in relation to the system error 105, which was reproduced during power up. System error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.